Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that there was no white cap that was supposed to be placed at the plunger rod end side. The returned syringe was examined and exhibited a missing thumb press on the plunger rod. Unable to perform DHR check for plunger cap missing due to unknown lot number. Root cause for this defect cannot be determined.

Event description:
It was reported that the bd syringe 0.3ml 29ga 1/2in experienced damaged device packaging where the sterility was compromised. The following information was provided by the initial reporter: there was no white cap that was supposed to be placed at the plunger rod end side.

Event description:
It was reported that the bd syringe 0.3ml 29ga 1/2in experienced damaged device packaging where the sterility was compromised. The following information was provided by the initial reporter: there was no white cap that was supposed to be placed at the plunger rod end side.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.